Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from atrial tachycardia and arrhythmia. It was noted that there had been a lead warning triggered for the right atrial (ra) lead. The ra lead had oversensing of noise, high/infinite impedance, unstable thresholds and loss of capture. The right ventricular (rv) lead was also noted to have oversensing of noise, high/infinite impedance, unstable thresholds and intermittent capture. Both leads were partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.